Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
The field service engineer (fse) found the architect i2000sr instrument was generating error code 1007 (unable to process test, activated read failure) and error code 1008 (unable to process test, final read failure). The fse replaced the 100ul trigger pump which showed signs of leaking and had buffer buildup and moisture on the pump. The architect i2000sr instrument is performing as intended and no further issues have occurred. The architect system stat troponin-I package insert provides adequate information for sample handling, specific performance characteristics and unique requirements. A review of part screening for the 100 ul trigger pump indicated no adverse trends. A review of the architect i2000sr, serial number (B)(4) service history identified no additional service or complaint tickets for false negative architect stat troponin-I results. No product deficiency was identified.

Event description:
The account generated a false negative architect stat troponin-I of 0.0 ng/l on sample ID (B)(6) using the architect i2000sr analyzer. The sample was processed again with architect stat troponin-I positive of 160.2 ng/l. The account uses a troponin cutoff of 40 ng/l upon admission to the hospital. Troponin values of 40 to 70 ng/l is repeated 6 hours post admission and troponin values >80 ng/l upon admission are considered high risk. No impact to patient management was reported.